Manufacturer narrative:
The tablet disconnected from the scanner causing a delay in the patient's procedure. A field service representative is currently investigating the issue and implementing corrective measures. No harm to a patient or user. No additional patient information has been received; if further information has been found, a follow-up MDR will be submitted.

Event description:
The tablet disconnected from the scanner causing a delay in the patient's procedure.